Event description:
According to the report, the foot pedal to the solargen 2100s console was not operational. Surgery was prolonged, but the surgeon was able to complete the procedure.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
A second evaluation was held and the original returned foot pedal was again visually inspected. It was connected to an old-model solargen 2100s console with the 5-pin connected to test the functionality and passed the foot pedal shutter test; the foot pedal was confirmed to be functional. The female side of the connector did not establish good contact properties which is why the customer had to push on the connector to complete the case. The field service engineer replaced the connector assembly with the newest revision, which also included the new style foot pedal with the locking connector.

Event description:
According to the report, the foot pedal to the solargen 2100s console was not operational. Surgery was prolonged, but the surgeon was able to complete the procedure.

Manufacturer narrative:
Corrected data: model number, was corrected to lsr-sg2100s. According to the report, the foot pedal to the solargen 2100s console was not operational. Surgery was prolonged, but the surgeon was able to complete the procedure. The foot pedal was returned; however, it could not be connected to a solargen 2100s console to test the functionality as the solargen 2100s console on site has the newest revision of the connector assembly and is not compatible with this foot pedal. The customer was sent a replacement foot pedal that incorporated the five-pin connector, but after the customer installed the replacement foot pedal the laser console still did not work. An emergency service call was scheduled to address the issue. The service engineer found the female side of the connector was not recognizing the male portion of the foot pedal connector. The female side of the connector did not establish good contact properties which is why the customer had to push on the connector to complete the case. The field service engineer replaced the connector assembly with the newest revision, which also included the new style foot pedal with the locking connector. Upgrading to the new locking style connector should eliminate further foot pedal issues.

Event description:
According to the report, the foot pedal to the solargen 2100s console was not operational. Surgery was prolonged, but the surgeon was able to complete the procedure.